Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient with an implantable neurostimulator (ins). The indication for use was noted as failed back surgery syndrome and spinal pain. It was reported the patient indicated the stim stopped working on (B)(6) 2018 when she got out of bed. The patient reported pain at the back and low hip starting on (B)(6) 2018. The low back pain was felt radiating to the left hip. There were no issues with charging/battery. The hip pain improved some with turning the unit up, but there was no relief for the back pain on (B)(6) 2018. On (B)(6) 2018 the patient had an appointment for an evaluation at the clinic. The device was interrogated and reprogrammed. An examination revealed the patient had low back pain at 2/10 on the numerical pain score, so the reprogramming was recommended. The physician assistant examining the patient suspected it was possibly related to new pain, but it could also have been the device and the reprogramming would help determine that. Per a telephone call with the patient on (B)(6) 2018, the patient reported the relief improved after the reprogramming and returned to normal within a day or two of the reprogramming. The device diagnosis was noted as device stopped working. The clinical diagnosis was noted as loss of pain relief. The outcome was resolved without sequelae on (B)(6) 2018. The etiology of the event was noted as possibly related to the device or therapy specifically due to programming and not related to the implant procedure. The final programming date for the most recent interrogation prior to event was (B)(6) 2017. No further complications were anticipated/reported.